Event description:
During the procedure, the pt had no reflow following post-dilation of a stent. The report is from the study. The pt was a male with a history of smoking and myocardial infarction (mi). Medications at baseline were aspirin, clopidogrel, statins, lipid lowering drugs, ace inhibitors, and beta blockers. The indication for the index procedure was previous q-wave mi. Medications during the procedure were aspirin, clopidogrel, and heparin. Pre-procedure troponin was less than 2 times above the upper normal level (unl). Post procedure, peak ck-mb was less than 2 times above unl, and troponin was less than 2 times above unl. The 1st target lesion was the mid left anterior descending artery. Vessel diameter was 3.5mm and the lesion length was 20mm. The lesion was de novo and a type b2 classification. The lesion was pre-dilated with a 2.x15 mm balloon at 14 atm. A stent was deployed at 14 atm with suboptimal results. The stent was post-dilated with a 4 x14 mm balloon at 18 atm because the stent was not fully expanded. There was no reflow after post-dilation. They used an export catheter and gave the pt sodium nitroprusside. The 2nd target lesion was the proximal right coronary artery (rca). The vessel diameter was 3.5 mm and the lesion length was 20mm. The lesion was de novo and lesion classification of b2. The lesion was pre-dilated with a 2 x 15 mm balloon at 14 am. A stent was deployed at 14 atm with suboptimal results. The stent was post-dilated with a 4 x 15 mm balloon at 18 atm because the stent was not fully expanded. The pt was discharge the day after the index procedure. Medications at discharge were aspirin, clopidogrel, statins, lipid lowering drugs, ace inhibitors, and beta blockers.

Manufacturer narrative:
This prod is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.